Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 10 unit bolus and blood glucose (bg) lowered to be in the 40's mg/dl. The customer was admitted to the emergency room (ER) and was sedated and treated with intravenous fluids and carbohydrates to address bg. The customer was released with the issue resolved and no permanent damage. Review of the pump data logs by tandem technical support verified that the pump was working as intended when making insulin adjustments, suspending insulin, and delivering an automatic bolus. Reportedly, the customer continued to use the pump for insulin therapy.